Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were hard to push and sometimes the reservoir does not secure properly in the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a scratched screen and had an unexpected no delivery. The device will not be returned for analysis.